Event description:
On (B)(4) 2015, the reporter contacted lifescan (B)(4) alleging that the subject meter displayed an error 4 message. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.